Event description:
It was reported that the patient underwent a surgical procedure to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2010 and a sling was implanted. The patient experienced pain, erosion, infection, bleeding, vaginal scarring/shrinkage, exposure/extrusion/protrusion, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure and a mesh was implanted concurrently with removal of 0.5 cm benign mons pubis lesion.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced leakage, smelling of urine, painful sex, fear of having sex, hematuria, and infection.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced dysuria, burning sensation, pressure, vaginal dryness, frequency, and post-void dribbling.it was reported that patient underwent removal of suburethral diverticulum and cystoscopy with bilateral ureteral catheterization on (B)(6) 2009 by (B)(6) due to suburethral cyst and genuine stress incontinence.

Event description:
It was reported that following insertion the patient experienced dysuria, burning sensation, pressure, vaginal dryness, frequency, and post-void dribbling. It was reported that patient underwent removal of suburethral diverticulum and cystoscopy with bilateral ureteral catheterization on (B)(6) 2009 by (B)(6) due to suburethral cyst and genuine stress incontinence.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that due to erosion and infection the patient underwent mesh removal on (B)(6) 2012. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.